Manufacturer narrative:
The vessel sealer instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse. It is unknown what caused the vessel sealing issue.

Event description:
It was reported through a medwatch report that the site encountered an issue with the vessel sealer not coagulating or cutting properly during a da vinci-assisted procedure. There was no report of patient injury or harm.